Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The pressure transducer pc board was found defective and replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. No device logs were received, and the replaced part was requested for further investigation but was kept by the healthcare facility. The pressure transducer pc board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective the pressure transducer pc board may lead to high pressure. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).